Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that a bolt pulled out of the bed rail. However, the underlying cause could not be determined. The original complaint issue of a broken weld was not confirmed.

Event description:
The dealer states that a weld is broke where the crossbrace attaches..

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The dealer states that a weld is broke where the crossbrace attaches..